Manufacturer narrative:
(B)(4). Date of event unknown. Initial reporter operator of device unknown. No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a hole in the middle of the bag below the hanger seam. The hole was discovered prior to the compounding process. This report documents no patient involvement or adverse events. No additional information is available.